Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test failed. Blockage encountered due to blood/body fluid. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was explanted with the rest of the system due to unknown reasons approximately after nine months of being implanted. Whole system crt-d was replaced with a different device system. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted with the rest of the system due to unknown reasons approximately after nine months of being implanted. Whole system crt-d was replaced with a different device system. No additional adverse patient effects were reported.